Event description:
An arthroscopic knee procedure was completed using the endobutton device. The user facility reported the patient was experiencing pain approximately one year after the surgery. There was no surgical delay, procedural complications or injury to the patient reported.